Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and experienced noise on all ECG and ic channels connected to the patient, including separate systems (defibrillator and ge maclab). This event is being reported because there was no signal available to monitor patient's cardiac rhythm in the event that a life threatening arrhythmia could occur. The investigational analysis has been completed. Fse arrived on site for troubleshooting and repair. The issue was duplicated on site using the wet bath, carto and the stockert generator. Fse replaced the backplane card. After the backplane replacement, the issue was resolved. All functional tests were performed and passed. All cables and connections were checked. System is ready for use. The history of customer complaints associated with carto 3 system # 10150 was reviewed. 2 out of 35 additional reported complaints may be related to the reported issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. The defective backplane card was sent to (B)(4) reported: the customer complaint was confirmed. The card found failed: tvs diode d1000 found failed and caused the reported problem. An internal corrective action has been opened to address opto switches and tvs failures.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and experienced noise on all ECG and ic channels connected to the patient, including separate systems (defibrillator and ge maclab). The physician chose to complete the case conventionally without carto system. There was no patient consequence. This event is being reported because there was no signal available to monitor patient's cardiac rhythm in the event that a life threatening arrhythmia could occur.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4) is related to the same event. (B)(4).